Event description:
It was reported that the patient experienced a syncopal episode while lifting weights at the gym. During procedure to replace the pulse generator, the atrial lead was found to exhibit inadequate sensing and pacing thresholds. The lead was capped and replaced.

Manufacturer narrative:
Na